Event description:
During an upper cerebral pta treatment procedure, the zipwire became caught in the catheter. The physician removed the devices as a unit and flushed unspecified debris from the catheter. The procedure was successfully completed with another guidewire. No patient injuries or complications were reported. Patient status is reported as 'fine'.